Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the reservoir had air bubbles the day before and at the time of the call. The blood glucose value went from 125 mg/dl to 286 mg/dl. The customer stated that he removed and discarded the reservoir and infusion set used the day before and had air bubbles in the current reservoir. During troubleshooting, the customer indicated that the insulin pump was not rewound with the reservoir in place and insulin was not stored at room temperature. The customer was assisted with priming the air bubbles out and was advised to change the infusion set. The product will not be returned for analysis.